Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during a preparation for use. An error code b30 was displayed, when plugged in the video system center. There were no reports of patient harm.